Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the buttons on the keypad sometimes stick. It was reported there is no damage to keypad and the pump is not exposed to water.